Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviations (eco/ccid/deviation) will be done as part of root cause investigation.

Event description:
Event description: the sheath was placed in left groin and was up and over to the right lower extremity. The surgeon said the left groin was very scarred. Upon completion of the intervention the surgeon was removing the sheath when it met resistance due to the scar tissue. He noticed it started to unravel and eventually came apart. He then attempted to snare the fractured portion but was unsuccessful. He cut down on the left groin and was able to safely extract the fractured portion. The patient had no complications and was discharged the following day. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: attempted snare. Then surgical cut down to extract fractured portion. What is the next course of action?: surgical extraction was successful. As reported device codes: 1188: detachment of device or device component. Device/procedure outcome: procedure completed,unable to use device - attempted.